Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident upon start up of the device. The se was not able to duplicate the reported condition. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, prior to patient use a 980 ventilator generated an inoperable diagnostic message. The patient was not harmed or injured as a result of the event.